Event description:
Additional information received. It was later reported by the medical examiner that the vns did not contribute to the patient's death. The device was not removed. No other relevant information has been received to date.

Event description:
It was reported that the patient had passed away. No other information was provided. No other relevant information has been received to date.